Manufacturer narrative:
The complaint of an air in line could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a plum set where it was reported that an air in line occurred in the drip chamber when dripping chemotherapy drug. There was no report of patient involvement or patient harm. No further information was provided.